Event description:
On (B)(6) 2026, a patient diagnosed with breast cancer was prepped for an implantable port placement procedure using the MRI powerport isp. It was reported that during the procedure, while performing pre flushing of the catheter prior to use, the surgeon identified a leak in the catheter. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.